Event description:
It was reported that 1 day post op, the patient could not see up close at all. Upon examination, the doctor determined that he needed to exchange the lens for a different power lens. Reportedly, the explant of the lens was scheduled for (B)(6) 2015. The lens was explanted; however, the date of explant was not confirmed. No further information was provided.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: (B)(6) 1943. Pt gender/sex: female. Date of event: (B)(6) 2015. Implant date: if implanted; give date: (B)(6) 2015. Explant date: if explanted; give date: (B)(6) 2015. Initial reporter: dr. (B)(6): health professional: yes. Occupation: physician. The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens showed the lens was cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Due to the condition of the returned lens, no further analysis was possible. The manufacturing records were reviewed. There were no non conformances with respect to the final product release. The production order was produced under deviation; however, the deviation had no impact on product quality and there was no relation between the deviation and the described complaint. The complaint related test is the optical measurement where the in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power and resulting contrast. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.